Manufacturer narrative:
Product ID harmony-dcs; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve, the device was inspected prior to use and no pre-implant balloon aortic valvuloplasty (bav) was performed. After deployment, the valve inadvertently dislodged away from the annulus via the multi-trac catheter. The dislodge did not cause regurgitation or increased gradients. The valve was explanted and replaced with a surgical valve. No procedural delay occurred. No additional adverse patient effects were reported.